Event description:
It was reported that during equipment testing before a procedure at the user facility, components were found to be missing from the front end of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.